Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that myocardial infarction and stent thrombosis occurred. A promus premier¿ drug-eluting stent was implanted to treat a lesion and the procedure was completed. However, post procedure, the patient developed acute myocardial infarction and had to be brought back to the cath lab for stent thrombosis. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis was identified through electrocardiogram (ECG) and angiogram. Subsequently, thrombectomy and angioplasty were performed to treat the event. The patient's status was good post procedure and the patient was discharged.